Manufacturer narrative:
Analysis of the 9733856 found insufficient information. Analysis of the 9733686 found no failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a sacroiliac and thoracolumbar procedure. It was reported that after a spin when removing the imaging system drape, the frame was jarred. Accuracy was checked, and it was off. Site performed another spin of the patient and everything was accurate and confirmation spin displayed accurate screw placement. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.